Event description:
It was reported the rn stated that upon insertion, the connector failed and as a result, the connector was replaced with extra connector the hospital had on hand. The rn then "connected this connector to another console, and it would flash for an instant either 40cc or 60cc, and then immediately go to 2.5cc on the console."

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.